Manufacturer narrative:
H6: evaluation codes updated. Device evaluation: one device was received. A review of the event history log found a "high pressure" alarm was recorded multiple times. Device was visually and functionally tested but the customer reported issue was not able to be confirmed. The root cause of the alleged event was unable to be identified because no problem was detected in the device. As a preventive measure, a component (a downstream occlusion sensor) was replaced with a known good one. The device passed all functional tests with no problem after the repair was completed. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the cassette came off during use. There was patient involvement but no patient harm.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.